Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens. The reporter indicated the patient had endophthalmitis and the lens was explanted. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No, lens not returned. (B)(4).

Event description:
Additional information received - it has been determined that the product for this complaint has not been approved in the u.s.a. And is not reportable.

Manufacturer narrative:
(B)(4).